Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified impact marks visible to the strike plate of the inserter along with damage to the rubber handle and scuffing to the shaft. The inserter shaft has a fractured hex head stuck inside of the device. The rest of the driver was not returned, and the head could not be removed for evaluation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on product review, complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the inserter screw wouldnt release from the inserter during surgery. The doctor tried the ball hex driver to remove with such force that it broke off. The procedure was completed using a monoblock handle. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.